Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. The user interface module software version is 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue has been escalated to CAPA.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 812:02 occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.